Event description:
The customer reported, the system is displaying occasional errors. No patient injury was reported.

Manufacturer narrative:
A ge rep has not yet reported on eval of the system. (B) (4).